Event description:
It was reported "the patient connector was not connected with the titanium adapter well when the customer changed the transfer set" (details not provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition.

Manufacturer narrative:
(B)(4) should additional information become available, a follow-up will be submitted.